Event description:
It was reported that noise and low impedance were observed. Externalized conductors were observed via fluoroscopy. The lead was explanted.

Manufacturer narrative:
External insulation abrasion was found at 15.2cm to 15.4cm from the distal tip, consistent with lead friction to another device. The etfe coating was abraded at the same location. Internal insulation abrasion was found at 28.5cm to 29.6cm from the distal tip. The etfe coating was abraded at the same location. Analysis found no conditions that could have caused or contributed to the observation from the field of noise and low lead impedance.